Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('distal 3-4 coils of the outer portion of the essure device broke off under traction') and pelvic pain ('chronic pelvic pain.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hirsutism. Previously administered products included for an unreported indication: mirena iud from (B)(6) 2009 to (B)(6) 2010. Concurrent conditions included abdominal pain lower, amenorrhea, crohn's disease and paratubal cyst. Concomitant products included levonorgestrel (mirena) and metoprolol. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines/headache"), vaginal discharge ("vaginal discharge") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and was found to have weight increased ("weight gain"). The patient was treated with acetylsalicylic acid (midol), ibuprofen, metronidazole (flagyl), naproxen sodium (aleve back & body pain), paracetamol (tylenol), topiramate (topamax) and surgery (bilateral salpingectomy and plaintiff underwent salpingectomy (bilateral removal).). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage and migraine outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, weight increased and urinary tract infection had resolved. The reporter considered device breakage, dysmenorrhoea, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical event and a quality defect cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. Added event uti, from removal details :distal 3-4 coils of the outer portion of the essure device broke off under traction. Updated outcome of events from unknown to recovered/resolved. Historical drug, concomitant conditions, concomitant drugs, treatment drugs were added. Reporter's information was added. Patient's demographics was added. Incident- no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('distal 3-4 coils of the outer portion of the essure device broke off under traction') and pelvic pain ('chronic pelvic pain.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hirsutism. Previously administered products included for an unreported indication: mirena iud from (B)(6) 2009 to (B)(6) 2010. Concurrent conditions included cramp in lower abdomen, amenorrhea, crohn's disease and paratubal cyst. Concomitant products included levonorgestrel (mirena) and metoprolol. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines/headache"), vaginal discharge ("vaginal discharge") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and was found to have weight increased ("weight gain"). The patient was treated with acetylsalicylic acid (midol), ibuprofen, metronidazole (flagyl), naproxen sodium (aleve back & body pain), paracetamol (tylenol), topiramate (topamax) and surgery (bilateral salpingectomy and plaintiff underwent salpingectomy (bilateral removal).). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage and migraine outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, weight increased and urinary tract infection had resolved. The reporter considered device breakage, dysmenorrhoea, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: quality safety evaluation of product technical problem. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain.") In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines/headache"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). The patient was treated with surgery ( plaintiff underwent salpingectomy (bilateral removal).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved and the menorrhagia, dysmenorrhoea, migraine, vaginal discharge and weight increased outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed satisfactory placement of both essure quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical event and a quality defect cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Most recent follow-up information incorporated above includes: on 27-apr-2018: patient's date of birth; suspect product indication; events "abnormal bleeding (vaginal menorrhagia), dysmenorrhea (cramping), migraines/headaches, vaginal discharge and weight gain" were added. Outcome of the events "abnormal bleeding (vaginal menorrhagia) and pelvic pain" were updated to recovered/resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain.") In a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent salpingectomy at (B)(6) medical center in (B)(6)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed satisfactory placement of both essure . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical event and a quality defect cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Most recent follow-up information incorporated above includes: on 13-jul-2017: new event "excessive and abnormal bleeding during menstruation and chronic pelvic pain" and product stop date was added. Lab data "hysterosalpingogram" was also added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.